Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. The helix was found to be retracted and clogged with blood/tissue. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with dislodgement noted on the right ventricular lead. No electrical malfunction was confirmed. The dislodgement was noted on x-ray. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.